Event description:
It was reported the pt's ipg was replaced with a new one due to battery depletion. The pt's ipg was not properly charged.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Results: the complaint was confirmed. Analysis confirmed user error. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.